Event description:
The customer contacted ansell to inform that seven days after, a condom broke during use, he experienced a burning sensation at the tip of the urethra, accompanied by a viscous discharge. Customer recognized these signs as a possible std. After seeing a medical professional, it was found that customer had a non-communicable bacterial infection known as urethritis.